Manufacturer narrative:
The investigation determined that a lower than expected tsh quality control result was obtained from a single level of vitros ftc l2 tested on a vitros eci immunodiagnostic system. The assignable cause of the event is unknown; however, a pre-analytical sample related issue, an unexpected reagent or an instrument issue cannot be ruled out as contributing factors to the event. The investigation is ongoing.

Event description:
The customer complained that a lower than expected tsh quality control result was obtained from a single level of vitros ftc l2 tested on a vitros eci immunodiagnostic system. Vitros ftc l2 result: 0.077 miu/l vs expected 1.42 miu/l based patient results of the direction and magnitude observed may lead to inappropriate physician action. The customer stated that vitros tsh patient sample results were affected; however, no examples were provided. Therefore, ocd cannot rule out or confirm that patient samples were affected. The investigation is unable to rule out that patient sample results could be affected if the event were to recur again undetected. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).